Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:844:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a pinched rear/inverter harness. The rear/inverter harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:844:0000. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.